Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd syringe s2 20ml 18ga 1-1/2in china, leakage occurred. The following information was provided by the initial reporter: the 20ml syringe is not easy to use without a rubber stopper, especially when the PICC is used, some medicines are pushed out as soon as the air is exhausted.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the customer verbatim, the customer states that the product is not easy to use without a stopper. This product is not meant to be used without a stopper.

Event description:
It was reported that while using a bd syringe s2 20ml 18ga 1-1/2in china, leakage occurred. The following information was provided by the initial reporter: the 20ml syringe is not easy to use without a rubber stopper, especially when the PICC is used, some medicines are pushed out as soon as the air is exhausted.